Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)/ heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Previously administered products included for an unreported indication: prozac. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), breast pain ("hormonal changes describe: breast soreness"), back pain ("back pain") and abdominal pain upper ("stomach cramps/pain cramps"). In (B)(6) 2013, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2016, the patient experienced psoriasis ("psorasis") and alopecia ("hair loss"). On an unknown date, the patient experienced mood swings ("major mood swings") and pelvic pain ("pain"). The patient was treated with ibuprofen, naproxen, sumatriptan (imitrex) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, mood swings, migraine, dysmenorrhoea, psoriasis, pelvic pain, breast pain and alopecia outcome was unknown and the headache, fatigue, back pain and abdominal pain upper had resolved. The reporter considered abdominal pain upper, alopecia, back pain, breast pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine, mood swings, pelvic pain and psoriasis to be related to essure. The reporter commented: discrepancy noted: hysterectomy (partial). Insertion date reported as (B)(6) 2012 (in summon). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one was/were described/confirmed in patient¿s medical records: mood swings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs+mr received- new events major mood swings, migraines, dysmenorrhea (cramping), pain, fatigue, headaches, hair loss, breast soreness, psoriasis, stomach cramps, back pain were added. Event injury were updated to abnormal bleeding (general). New reporter, patient information, medical history, lab data, treatment and historical drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.